Event description:
It was reported that within the first year of having the hip replacement, the patient began experiencing pain. The left hip was also replaced and he has absolutely no problems with it.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.